Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. The device is not sold in the us. A similar product is sold in the us.

Event description:
The customer alleges that blood was leaking from the catheter during use. The catheter was replaced without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). A 2-lumen catheter marked 7fr x 20cm on the juncture hub was returned for evaluation. A visual exam was performed and the catheter appeared typical. Microscopic examination revealed two punctures in the catheter body located on opposite sides of the catheter. The appearance of the punctures was consistent with contact with a sharp instrument. An attempt to leak test the catheter was made by injecting water into each extension line while occluding the opposite end of each lumen during testing. As soon as pressure was increased from zero in each lumen, a leak was observed in the catheter body approximately 12.5cm from the distal tip of the catheter. Water was then flushed through each lumen using a 10ml syringe without occluding the end of each lumen. Water leaked from the punctures in the catheter when each lumen was flushed. This indicates that if the leaks were present prior to use, they would have been observed during flushing of the catheter. A review of the device history records for the catheter did not reveal any manufacturing related issues. The instructions for use (IFU) contains the step to flush each lumen of the catheter with sterile saline prior to use. Other remarks: the report of a leak in the catheter was confirmed through testing and examination of the returned sample. The catheter body leaked from punctures at two locations at approximately 12.5cm from the distal end. The leaks were easily observed during flushing of the catheter. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the punctures and the report the leaks were observed during use of the catheter, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that blood was leaking from the catheter during use. The catheter was replaced without issue. No patient injury reported.